Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to ethicon for evaluation. One unopened overwrap packet that pertains to product code pmii, lot v3010. Upon initial inspection of the samples, it was observed that complaint sample was directly packed in overwrap pack and labeled with sticker paper, whereas retain sample were used to be packed in folder for prolene mesh and sealed in overwrap pack. Visual comparison of complaint sample with applicable artwork: the sample was subjected to a visual inspection and was compared with the retained sample image provided by johnson & johnson for product code pmii, lot # v3010. The inspection of the packaging confirmed multiple labeling and artwork related discrepancies were identified. Discrepancy in complaint sample was observed with respect to ethicon approved artwork, color coding, label printing. On retained sample all the batch traceability details (lot number, mrp, mfg, exp, etc.) Were mentioned in bold whereas on received complaint sample all traceability details were mentioned in normal type. Batch pmii v3010 was manufactured in year 2013 having manufacturing date 08/2013 and expiry date 07/2018 where on complaint sample manufacturing date mentioned is 01/2023 and expiry date 12/2028. Which clearly differentiates the retain sample as well as complaint sample. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This is fabricated code/lot combination (pmii, lot v3010.) Site has not manufactured this code lot combination batch. Same is of counterfeit product.

Event description:
It was reported that during market survey, investigating partners identified locations in bangladesh where mesh product was sold at significantly lower price than that of standard market price. Test purchase was made and based on same it was suspected of being counterfeit product. Complaint sample photograph and approved artwork comparison including visual inspection revealed that provided photograph is of a counterfeit product.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was the device used on a patient? If so, was there any patient consequence?- no, the device was not used on patient. Is there an indication of how the product was distributed?- no is there any indication of the source?- no based on the packaging, is there any indication of which market the original genuine product may have come from?- n/a photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the pm ii mesh lot v3010 overwrap pack provided for investigation. Visual comparison of complaint sample photo with approved artwork: received complaint sample photograph was visually inspected and compared with approved artwork of product code pmii and lot v3010, upon visual inspection multiple labeling and artwork related discrepancies were identified. Discrepancy in complaint sample photograph was observed with respect to ethicon approved artwork, color coding, label printing. Batch pmii v3010 was manufactured in year 2013 having manufacturing date 08/2013 and expiry date 07/2018 whereas on complaint sample photograph manufacturing date mentioned is 06/2024 and expiry date 05/2029. Which clearly differentiate the actual product as well as complaint sample. Test results for photograph: the received complaint samples photographs were observed with below listed discrepancies compared with johnson and johnson product. Customer support services checked product traceability information but no sales records were found, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Conclusion: complaint sample photograph and approved artwork comparison including visual inspection revealed that provided photograph is of a counterfeit product. Complaint sample is not a genuine product manufactured at ethicon aurangabad india site. This complaint is concluded as ¿confirmed counterfeit product¿. Considering above investigation adequate to address the reported complaint, the complaint is recommended for closure approval. D4/h4: counterfeit product - gtin and manufacturing record evaluation not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.